Event description:
It was reported that the left ventricular lead exhibited high capture thresholds and high impedance. The patient experienced diaphragmatic stimulation when the device was programmed to a different vector. The device was reprogrammed to lowest output. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).